Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The pt experienced stimulation on opposite side of the painful area. The impedances were checked and were within normal range. An x-ray was taken and it revealed that the lead was still in the appropriate place as when implanted. The physician wanted to do a lead revision to make sure it was not a device related issue. The lead was replaced and the pt recovered without sequela.